Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use and inflated multiple times without any issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during multiple inflations, the balloon became damaged or compromised against the heavily calcified, mildly tortuous and 99% stenosed anatomy, and likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the third inflation at 12 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was heavily calcified, mildly tortuous and 99% stenosed. The balloon ruptured at 12 atmospheres during the third inflation. The target lesion was dilated enough; therefore, the procedure was completed with stenting. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.